Event description:
It was reported that during an unknown procedure in respiratory surgery, the device didn't function. The nurse commented that there was a problem with the surgeon¿s use of the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information provided: the device approached to the blood vessels and the knife slightly moved forward but stopped. The surgeon forgot to us the knife reverse switch and used manual override lever. The operation converted to open procedure. It is unknown what part of the blood vessels that device was used on. There was no bleeding nor damage on tissue. The jaws did not open. The surgeon used the manual override lever carefully to not put the tension on the blood vessels to open the jaw. The operation was completed without problem. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact procedure? What vessel was the device fired upon? What cartridge will be returned? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 5/2/2023. D4: batch # 259c92. Additional information was requested, and the following was obtained: what was the exact procedure? : the sales rep tried to get the information, but the additional information was not provided. What vessel was the device fired upon? : the sales rep tried to get the information, but the additional information was not provided. What cartridge will be returned? : vasecr35 what were the indications for surgery? : the sales rep tried to get the information, but the additional information was not provided. What is the surgeon¿s experience with the pvs device? : unknown, but dr commented that the reverse switch was forgotten. The procedure was converted to open because of preventing the tension to vessel and the jaw was opened by the manual override system. What was the approximate width of the compressed vessel? : the sales rep tried to get the information, but the additional information was not provided. Did the surgeon wait 15 seconds prior to firing? : the sales rep tried to get the information, but the additional information was not provided. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? : the sales rep tried to get the information, but the additional information was not provided. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? : the sales rep tried to get the information, but the additional information was not provided. Were there any difficulties with the device or staple formation during the initial procedure? : no investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received partially fired 1/4. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the damage to the reload.